Event description:
A falsely elevated troponin I result of 4.23 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested multiple times and results of <0.38 ng/ml were obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a misaligned r1 probe by the customer.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a misaligned r1 probe by the customer. A siemens healthcare diagnostics inc field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.